Manufacturer narrative:
No button error alarm or display anomaly noted during testing. The insulin pump had no button response due to corroded keypad traces. No unexpected number ramping or scroll bar moving with no input noted during testing. The insulin pump had moisture damage on electronic assembly and on motor. The insulin pump had a scratched display window, cracked reservoir tube, cracked reservoir tube window and cracked battery tube threads. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received a button error alarm right after the insulin pump got exposed to moisture. The customer reported that the screen was blinking on and off. The customer stated that the insulin pump was scrolling through menus without stopping. The customer's blood glucose was 123 mg/dl at the time of incident. The insulin pump will be returned for analysis.